Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded drive support disk. The device alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received without the original belt clip, scratched display window, cracked battery tube threads, and broken belt clip slot.

Event description:
The customer reported that the insulin pump alarmed motor error twice. Troubleshooting was performed, and the drive support cap was flush. The caller mentioned having a broken clear belt clip. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.